Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure.

Event description:
Clinical study. It was reported that 1765 days after a coronary stenting treatment procedure the patient developed unstable angina and required a target vessel reintervention (tvr). The lesion being treated was a 3.0mm, 99% stenosed, 13.0mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilatation and placement of a 3.0x20mm taxus express2 study stent with 0% residual stenosis. Post procedure the patient experienced an episode of non-sustained ventricular tachycardia which was treated medically. The patient was discharged 2 days later on aspirin and clopidogrel. At 1765 days after the index procedure, the patient was admitted with complaints of severe central anterior chest pressure associated with shortness of breath and diaphoresis. The patient had presented earlier in the day, cardiac work-up was normal, and he was given nitroglycerin and discharged home. The patient was diagnosed with unstable angina and referred for cardiac catheterization. The pt underwent coronary artery bypass grafting surgery with a lima to the lad, svg to the ramus and svg to the rca. The patient was discharged 27 days later on aspirin.